Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The pump was unable to verify battery out limit due to button anomaly. The pump was received with cracked case at display window corner, belt clip slot, and minor scratched display window. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error and battery out limit on the insulin pump. The customer's blood glucose was 253 mg/dl. The customer's mother stated that they had a single bar of battery life while eating lunch. The customer stated that the pump alarmed battery out limit. The customer stated that the pump alarmed during normal use. The customer also stated that the escape and act buttons are not working properly. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.